Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(on the refrigerator in the kitchen). (B)(4). Note: manufacturer contacted customer on 12/14/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 132, 157, 129, 121 and 120 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen; customer was advised of proper storage technique. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: result 1 :132mg/dl date:(B)(6) 2017 time:12:26pm fasting, result 2 :157mg/dl date:(B)(6) 2017 time:12:25pm fasting, result 3 :129mg/dl date:(B)(6) 2017 time:01:01pm fasting, result 4 :121mg/dl date:(B)(6) 2017 time:12:38pm fasting, result 5 :120mg/dl date:(B)(6) 2017 time:03:19pm fasting. Customer states meter is giving inaccurate readings that are high. Customer performed a back to back test and obtained 132mg/dl and 157mg/dl fasting. Customer states he had a late lunch the night before and reading should not be this high. Customer is concerned with all readings listed.